Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) possibly had a blood back. Patient involvement, but no harm is reported.